Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Clinic staff reported "complete rupture" of the right device. Unknown if device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: broken shell and yellow biological tissue. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Clinic staff reported "complete rupture" of the right device. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Additional observations: yellow particles on the surface of the shell observed. No further actions are required, as the device was implanted.

Event description:
Clinic staff reported, "complete rupture" of the right device. Device has been explanted and replaced with a non-allergan device.